Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed itchiness after wearing the lifevest. Patient does have a history of sensitive skin/there are no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient was told to take benadryl by a physician. Follow up indicated that the patient was using a water based lotion and the irritation is less angry and itchy.